Event description:
It was reported that the left cervical distractor casper broke during surgery. The surgeon was not able to use a set. The operation was done correctly by the surgeon. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The investigation has shown that one of the tubular arms is indeed broken off at the joint for the variable angle. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that exceeding applied mechanical force caused this damage. No product fault could be detected.